Event description:
It was reported that pump displayed malfunction alarm code malf 3 that could not be reset, and no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised returning pump with prepaid label within 10 days, which customer understood and acknowledged.